Event description:
It was reported to philips by a customer that the unit's proximal pressure sensors failed. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported. The device was evaluated by the field service engineer (fse). The fse confirmed the e/c 1007 pressure error autozero failure. The fse opened the unit and realized that the rp-pcba was not seated properly and the rp-cable, da to mc pcba was not connected properly. The fse reconnected the cable and rp- pcba properly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.